Manufacturer narrative:
The device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a drainage catheter placement procedure, the catheter tip detached within the patient. The physician used a vascular snare device to retrieve the drainage catheter tip from the patient.

Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually. The complaint is confirmed. The root cause is use error as the instructions for use state that the resolve locking catheter is not to be used in the biliary system. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were found.

Manufacturer narrative:
The root cause is contributed to material use that is not designed for use within the biliary system.